Manufacturer narrative:
Visual receipt inspection: 5/5/2016 - received one (1) used b2032, 60" smallbore ext set, lot# unknown. No mating devices were returned. The female luer was confirmed to be cracked. Visual investigation: unit was visually examined and the female luer wing and tubing pocket was observed to be broken/cracked. Summary: the reported complaint of "crack at hub" was confirmed. The root cause of the failure could not be determined. ICU medical will continue to monitor and trend the failure.

Event description:
Complaint received regarding one b2032, 60" smallbore ext set, lot# unknown. Report states, "needed to increase insulin infusion, patient's blood sugar not responding. Investigated tubing and noticed crack at hub where syringe attaches. Pump noted to be wet." No serious patient consequences reported.